Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 8) with multiple cartridges during basal delivery. Customer declined to provide blood glucose level. Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.